Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 535 mg/dl at the time of incident and current blood glucose was 126 mg/dl. Trouble shooting was performed and found two air bubbles an inch apart. Customer did not allow for insulin to warm to room temperature prior to filling res. Advised to change set. The customer declined to trouble shoot for high blood glucose. The product will not be returned for analysis.